Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The reported patient effect of angina and restenosis are listed in instructions for use xience xpedition everolimus eluting coronary stent systems as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow left main artery, below the bifurcation, that was 80% stenosed. On (B)(6) 2014, the patient presented with angina. Therefore, a 3.5 x 15 mm xience xpedition stent was implanted in the narrow left main artery lesion, and was discharged on (B)(6) 2014. It was noted that the patient was re-hospitalized on (B)(6) 2016 for angina pectoris. Angiography revealed that the proximal and mid left anterior descending artery had restenosis. The patient is in good condition and was discharged on (B)(6) 2016. The relationship between the device and the restenosis may be related, according to the physician. No additional information was provided.